Event description:
It was reported that medical attention was sought on (B)(6) 2016 at 7:30 am after the end user could not be awaken from her sleep. At that moment a blood glucose test was performed with the prodigy meter with a result of 81 mg/dl. The paramedics were called and performed a blood glucose test with their meter and received a result of 42 mg/dl. The end user was transported to the ER and could not remember what treatment was administered to assist with stabilizing her blood glucose levels. Upon discharge the end user was instructed to decrease her levemir to 5 units and eat a snack before bed. No additional information was provided as it relates to the medical event.